Manufacturer narrative:
The sample was li heparin plasma and was centrifuged for 5 minutes at 3600 rpm. The sample was aliquoted and re-spun prior to the repeat tests. \the results of qc runs prior to and after the erroneous result were within the customer's established ranges. \system check was performed on (B)(4) 2010 and met specifications. Service was not dispatched for this event. No clear root cause for the event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a troponin result in the risk stratification range generated on access 2 immunoassay analyzer. The result was reported out of laboratory and was questioned by ER physician. Upon repeat, the results were within the normal reference range. No death, injury, or change to patient treatment has been reported in connection with this event.